Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). Additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st mesh on (B)(6) 2014 and (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had revision surgery on (B)(6) 2016. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st mesh on (B)(6) 2014 and (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had revision surgery on (B)(6) 2016. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of two ventralight st mesh (device #1 and device #2). Per operative notes, ¿two ventralight st mesh (device #1 and device #2) was placed and sutured.¿ (B)(6) 2016 - patient was diagnosed with multiple recurrent incisional hernias with incarceration, inflammation, adhesion thereby underwent open repair with the explant of two ventralight st mesh (device #1 and device #2) and implant of two ventralight st mesh (device #3 and device #4). Per operative notes, ¿all adhesions were taken down. Two ventralight st mesh (device #1 and device #2) were excised. Two ventralight st mesh (device #3 and device #4) were placed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2013) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no., UDI no., expiry date), d6.b (date of explant), g6, h2, h4, h6, h10. This supplemental emdr represents the bard ventralight st mesh (device #1). Additional supplemental emdr was submitted to represent the bard ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.